Manufacturer narrative:
Unknown/ asked but not available. Unknown/ asked but not available. If implanted, give date: unknown/ asked but not available if explanted, give date: unknown/ asked but not available the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the doctor that patient was very unhappy with the surgery outcome with intelligent implants because of multifocal intolerance. Patient is post yag procedure and therefore doctor will not be explanting, but doctor is refunding the patient (money). No further information is provided.